Event description:
End user called to troubleshoot the calibration problem with their device. The calibration strip was reading out of range. The device was replaced and the defective one returned for investigation.